Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h10: investigation results: the returned alliance inflation syringe was analyzed, and a visual evaluation found no damages to the syringe. A functional inspection was performed and the syringe was connected to an alliance inflation system. The syringe was filled with water, pressurized to 10 atm for 30 seconds and the pressure reading was accurate. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of gauge reading inaccurately was not confirmed. No damages were found on the returned device and the pressure reading was accurate during functional testing. Therefore, the most probable root cause is no problem detected.

Event description:
Note: this report pertains to one of two alliance syringe used in the same patient and procedure. It was reported to boston scientific corporation that an alliance inflation syringe was used during an enteral dilation procedure on (B)(6) 2023. Prior to procedure, the needle did not move even though pressure was applied. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two alliance syringe used in the same patient and procedure. It was reported to boston scientific corporation that an alliance inflation syringe was used during an enteral dilation procedure on january 5, 2023. Prior to procedure, the needle did not move even though pressure was applied. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0902 captures the reportable event of gauge reading inaccurate.